Manufacturer narrative:
The pump was returned to animas for eval. Eval has not been completed.

Event description:
It was reported that the pump user settings were updated without being programmed by the user.